Manufacturer narrative:
This report is being submitted following an internal audit. A 34 cm portion of the catheter was returned for evaluation. Final device analysis results reveal - no anomaly found.

Event description:
In 2006 - initial info from hcp indicated the pt experienced an infection resulting in the removal of the pump, original catheter and catheter revision kit. On 1/15/07 and 1/16/07 - add'l info received from the hcp indicates the original date of onset of the infection was six days prior to original date. Perioperative antibiotics were administered. The pt presented with swelling and incisional thinning. Both the device pocket and catheter track were reported as primary sources for the infection. A culture was obtained of the csf which produced pan sensitive coag negative staph. The pt was diagnosed with meningitis on 11/1/2006. The pt was treated with IV antibiotics. The infection has reportedly resolved. The overall pt outcome is reported as ongoing as the pt is experiencing spasms related to adjustment issues with the supplemental oral baclofen. The catheter was returned to the manufacturer for analysis. The pt catheter was made up of 34cm of the model 8709aa and 29 cm of a model 8598 revision kit. See MFR report # 2182207200602138 for pump and 6000030200700282 for catheter revision kit. The pt was receiving 96.3 mcg/day of 2000 mcg/ml lioresal intrathecal prior to system removal.